Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from atrial fibrillation and received 74 shocks due to interchanged connected atrial and right ventricular lead. Atrial fibrillation was classified as ventricular fibrillation. The investigator assessed this event as possibly related to the medical history of the patient. The patient was hospitalized and leads were connected in the right way. Cordarone was given.